Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with advanced cervical spondylosis and spinal stenosis and underwent the following procedure: c4-c5 and c5-c6 anterior cervical discectomies and interbody fusion with peek cages, bone morphogenic protein and cervical plate. As per op-notes, ¿distraction posts were then placed in the bodies of c4 and c6 and gentle self-retaining distraction initiated. Sizers from the set were used to determine that a 5-mm graft would be appropriate at c4-c5 and a 6-mm graft at c5-c6. Peek cages were packed with bone morphogenetic protein-soaked sponges and impacted into the disk spaces under fluoroscopic guidance. A 35-mm plate was affixed to the anterior cervical spine using 18-mm, fixed-angle screws in c5, 15-mm self-drilling screws in c4, and 17 -mm self-drilling screws in c7. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.